Event description:
It was reported that a large volume infusor did not completely deliver its contents during infusion as expected. The device was set to infuse for 24 hours; however, while a nurse was changing the device, it was noticed that it was not completely empty. The device was filled with an unspecified amount of benzylpenicillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14n003 was manufactured on december 01, 2014 ¿ december 02, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.